Manufacturer narrative:
Investigation: samples/ photos: it was received one opened and unused sample returned from customer of batch: 3249332 from angiocath 20gx1.16. After visual analysis of the products under magnification, it was not possible to confirm the presence of silicone drops on the catheter. DHR review: the batches of the packaged product 3249332 and the assembled set batch 3238050 referring to them were analyzed, but were no evidenced records of foreign/ no foreign matter in the product. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed lots. Based on the investigations the root cause was not determined for the reported incident, since the complaint was not confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter (particle) was found on the catheter of the bd angiocath¿ IV catheter 20g x 1.16 in, before use. There was no report of injury or medical intervention.